Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(6) (mobile system), is related to case with patient identifier (B)(6) (aviva system).

Event description:
The reporter alleged the following results, with two different meters, within 10 minutes: 16.1 mmol/l (mobile system) and 7 mmol/l (aviva system). No adverse event reported. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(6)(mobile system), is related to case with patient identifier (B)(6) (aviva system). Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.